Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the pulse generator exhibited diagnostics anomaly. No intervention was performed. The patient would continue to be monitored.